Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water and auxiliary channels were clogged with what is likely a simethicone type product. The cause of the material remaining in the device could not be specified, however, it is likely the material remained because the user deviated from the instructions for use which state no additives should be added to the sterile water. It was also noted there was no damage to the area where the foreign material was detected. The event can be detected and prevented by following the instructions for use (IFU): instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection shows how to detect the event. Gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system shows how to prevent. "Inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.". Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during reprocessing of the evis lucera elite colonovideoscope, fault in angulation system was noticed. Upon inspection and testing of the customer returned device, foreign material (crystallized contamination simethicone type) was found clogged in the scope air/water and auxiliary channels within the control body and connections to the cylinder ports due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses chipped, glasses adhesive worn, distal end adhesive lifting, hole in the button, low angle, knobs play, and electrical safety test not to specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.